Event description:
It was reported that the bottom plate is missing from the device during sterilization process. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. After receiving at manufacturer facility it was found that the hinges are broken and the housing door is missing from the aseptic housing.

Event description:
It was reported that the bottom plate is missing from the device during sterilization process. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. After receiving at manufacturer facility it was found that the hinges are broken and the housing door is missing from the aseptic housing.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, the bottom plate is missing, was confirmed. The technician concluded that the hinge was broken and the housing cover was missing from the housing. The hinge was most likely broken due to the housing being dropped, exposed to impact, or a result of sterilization not consistent with IFU. Device was placed in parts retention.